Manufacturer narrative:
On-site investigation was performed by the distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in problem description, the nozzle unit on air gas module was defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. Based on information provided by technician, preventive maintenance has not been performed on timely manner, however the reason for not replacing the pm kit according to the manufacturer¿s specification is unknown. The conclusion is that the reported ventilator didn't fail to meet its specifications, as the reported issue is expected if preventive maintenance was not performed according to the specifications. The faulty nozzle is the cause of the reported issue. The correction of field b5 describe event or problem was required. This is based on the internal evaluation. Previous describe event or problem: it was reported that the ventilator failed pre-use check. Corrected describe event or problem: it was reported that the ventilator failed internal leakage test with a message 'system volume too small' and pressure transducer test during pre-use check.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).